Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that vte (exhaled tidal volume) error and transducer fault have still occurred on the vela ventilator even after calibration. The customer confirmed that there was no patient involvement associated with the reported event.